Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The patient's blood glucose of the time was 504 mg/dl. The customer stated that he has syringe and will treat per health care provider's instructions. The customer stated when he tried to do a bolus; the pump gave a no delivery alarm. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the insulin did exit. The customer was able to remove the set and examine the cannula. The customer stated that the cannula is bent. The customer was advised that the alarm may be due to the bent cannula. The customer stated that when he removed the tubing, he did not get a no delivery alarm while filling the tubing. The customer was advised to discontinue use of the device and to revert to a backup plan.